Manufacturer narrative:
A. Patient information: no patient information was provided by the customer no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a crimp in the patient cable of a new mobile power unit.